Manufacturer narrative:
The dental light was evaluated in (B) (4) 2008 and there were no defective components identified during the inspection. There were 2 screws that were missing and 1 screw which was very loose. It was evident that someone has been servicing this light sometime in the past and did not replace the 2 missing screws as well as tighten the remaining screw. There were marks on the lens heat shield/assembly that showed signs of several removals and attachments of this part. The lens heat shield/holder has to be removed when replacing the halogen light bulb assembly or when cleaning the lens covers. The lens heat shield/cover snaps off then snaps back on when servicing is complete. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. Our investigation concludes the light does work according to manufactures specifications and was not properly serviced in the past.

Event description:
A doctor was using a dental light during pt treatment when the lens heat shield/holder fell from the dental light onto the floor. There were no injuries reported. The lens heat shield/holder weighs less than 1 pound; however, it can get hot due to being close to the halogen light bulb assembly.